Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 implantable port allegedly experienced fracture. This information was received from one source. The one reported malfunction involved one patient with no consequences. The patient was reported to be a 18 year old male weighing 45 kgs.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for a review. Therefore, the investigation is confirmed for the reported sheath broke issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, a photo is provided for a review. The investigation of the reported event is currently underway.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 implantable port allegedly experienced fracture. This information was received from one source. The one reported malfunction involved one patient with no consequences. The patient was reported to be (B)(6) year old male weighing (B)(6) kgs.